Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: the cause of the issue was not established as no product or logs were provided and limited information was provided. Purge pressure high: the cause of the issue was not established as no product or logs were provided and limited information was provided. Pd-purge system-(separation, break): the cause of the issue was not established as no product or logs were provided and limited information was provided

Manufacturer narrative:
H6 health effect - clinical code e2403 was removed and new codes were added. An additional health effect - impact code was added.

Manufacturer narrative:
Updated information: d1 brand name updated. H6 impact code f2301 added. H6 med dev prob code added a01.

Manufacturer narrative:
This is one of two related reports. This report represents the impella rp flex and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative an impella rp flex was inserted via the right internal jugular vein in a 73-year-old female presenting with right ventricular failure following cardiothoracic surgery. The patient was critically ill and required mechanical ventilation for respiratory support. Cardiogenic shock was classified as scai stage e. The impella rp flex was placed to provide right ventricular mechanical circulatory support in the setting of severe hemodynamic compromise. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. During support, elevated purge system pressures were reported in association with the console, and hemodynamic instability was noted. The reported event included purge system high pressure and device revision or replacement. Medication administration was reported as part of the clinical management. No patient signs, symptoms, or direct patient involvement were reported in association with the console observation. The purge solution and system were evaluated during troubleshooting while the patient remained under intensive care management. The patient was critically ill with right ventricular failure following cardiothoracic surgery and required ventilatory support and advanced hemodynamic management. Patients in this clinical setting frequently experience hemodynamic instability due to underlying cardiac dysfunction, postoperative physiological stress, and the complexity of critical care management. Purge system pressure changes may occur in the context of purge line resistance, anticoagulation management, or other clinical factors during mechanical circulatory support. The patient survived.